Manufacturer narrative:
The investigation into this report is ongoing. The evaluation of the repair has not been completed therefore a conclusion cannot be drawn at this time. (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced a backup battery failure while connecting to alternating current (ac) cable. The ventilator was being used on a patient at the time of the event. The patient wa removed from the device, manually ventilated, and placed on an alternate ventilator. There was no report of patient injury.